Event description:
It was reported that during an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. X-ray imaging was performed, and insulation damage was suspected. On (B)(6) 2024, the lead was capped and replaced. There were no patient consequences.